Event description:
Nurse reported levophed, 16mg/250ml, infusing at 7-8 mcg infused for only 1 1/2 hours in 2008. She returned the next day, and levophed was infusing at 17mcg. Md notified of the rate and ordered to increase vasopressin rate to maintain mean arterial pressure. She assessed the infusions at 12:30 pm and noted the levophed bag was full although the rate was 15ml/hr. She did not see drips in drip chamber, so opened the pump and saw the tubing was suctioned shut. She started with a new bag of levophed and tubing at 10mcg and pt was eventually weaned off all pressors. The infusion was started by the night nurse and reporter had no knowledge of time started or if there were any pump alarms when the infusion was restarted. She reported no alarms before discovering the tubing issue. Reviewed alaris pump module chamber blocked alarms tip sheet for future reference if tubing is left in the idle pump with door closed. Set and device were requested. Follow up investigation results will be filed if new info is received.

Manufacturer narrative:
Patient info requested and all available info is included. This report was filed by the manufacturer.